Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump. The customer was instructed on placing the pump in storage mode and agreed to return it using a pre-paid label within 10 days while continuing to use their current pump as backup therapy.